Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge or power on a monitor. The cause was low output voltage of the battery pack. The battery cells were drained and unable to be charged. The root cause for the drained battery cells was unable to be positively determined, but was likely aging of the battery pack. No adverse event resulted from the defective battery cells. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's battery pack would not charge when placed on the charger. The pt was issued a replacement battery pack.